Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was later repositioned. Reportedly, "the original incision was used to reposition the lens to 9 o'clock and 3 o'clock. Post operative follow up showed the lens arch height in both eyes was approximately (B)(6) of a CT scan and no other abnormalities were found in the anterior segment.".